Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. A visual and functional assessment was performed, which found that the trigger was sticking, and the spring was corroded and broken. During service/repair, it was observed that the motor and gear box were corroded and the electronic control unit (ecu) housing was worn. The assignable root cause was due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device was defective. During in-house engineering evaluation, it was observed that the trigger was sticking. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.